Event description:
The customer reported low blood glucose. Customer stated he was going low around 40's and 50's a while ago. It was mentioned that customer's blood glucose was 40 mg/dl. Customer declined to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.